Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 334 mg/dl while wearing the pod for between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. It was noted that the batteries were depleted. Fluid residue were found on the rail mechanism. It could not conclusively be determined when or what caused the fluid residue. The downloaded data did not show any timeouts or drive stalls during the run. The download data showed a 0xd7 alarm. The 0xd7 alarm means that a power reset was detected during the run. The cause of the 0xd7 alarm could not conclusively be determined. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Cracks were observed in the top housing. The piezo element was damaged. It could not be determined when the damage occurred. However it could be concluded it did not influence the reported needle mech failure. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred. However it could be concluded it did not influence the reported needle mech failure.